Manufacturer narrative:
H.6. Investigation: problem statement: insufficient information. Customer did not provide any other information and was unresponsive. Customer is complaining "doubling of cd19 cells when cd43 antibody is in the panel. Verification of the cd19 cell sample was repeatedly checked with the tbnk kit." Manufacturing defect trend: a historical review was performed and there are no manufacturing nonconforming (qn) records nor any indication of a defect trend related to 51-543-9009055 hu cd43 bv605 bulk 1g10. Complaint trend: there are no other complaints for mat#563378 , bv605 human cd43 ig10 clone 100tst. This complaint is the only one on-file as analyzed from october 2019 to oct 2020. Batch history record (bhr) review: the batch records for mat# 51-543-9009055 lot 0008159 (hu cd43 bv605 bulk 1g10 ) and material 563378 lot 0034866 were reviewed and met all the manufacturing and quality control specifications prior to release. There are no indications of any abnormality nor deviation during its manufacture. There were 99 units in this lot, 91 have been sold, expiration date is 31dec2022. A review of qc data showed no indication of product defect. Retain sample evaluation / testing: retain samples of 563378 lot 0034866 bv605 human cd43 ig10 clone were sent to the product support team for testing. Returned sample evaluation: no customer samples were returned. Customer would not supply the testing protocol/method or any data. Customer has been unresponsive after multiple attempts to get this information/sample. Investigation result / analysis: the product support group evaluated the fert complaint for human cd43 bv605, clone ig10, mn 563378 ln0034866 in the context of the 6 color tbnk kit, mn 662967 ln 72298, with and without bd trucount beads, ln 20098, from the tbnk kit. Peripheral blood mononuclear cells were prepared from donor #926 and stained with the 6 color tbnk pre-formulated conjugated antibody cocktail from the kit with or without the supplemental addition of the human cd43 bv605. Both the tbnk and cd43 bv605 reagents were used at their recommended amounts per test with the recommended amount of cells per test. When the trucount beads were included in the test, the absolute cell count per cell population was determined. The testing determined that the 6 color tbnk kit performed as expected and was able to correctly identify the t cell (cd3+cd4+ and cd3+cd8+), b cell (cd19+) and nk cell (cd16/cd56+) populations within the total cd45+ lymphocyte subset. The testing also determined that the cd43 bv605 reagent correctly stained the appropriate cell populations. When the cd43 bv605 was added to the 6 color tbnk cocktail the percentage of cd19+ b cells was increased ~6-7% points, 38 with a corresponding ~8% decrease in the cd16/cd56+ nk cell percentage. The percent cd3+cd4+ and cd3+cd8+ t cell populations did not significantly change with or without cd43 bv605 staining. The increase in percent positive cd19+ b cells is similar. Analysis of absolute cell counts of the cell populations found no change to the cd19+ b cells comparing with or without cd43 bv605 staining (139 versus 138); however, the cd16/cd56+ nk cells were reduced from 314 to 211 and the cd3+ t cells were reduced from 1070 to 906 when cd43 bv605 was included in the staining. Since cd43 can be expressed at extremely high levels on target cells such as t and nk cells this may lead to their loss if the hu cd43 bv605 reagent is not appropriately titrated to minimize the cell loss. Since cd19 positive b cells express low levels of cd43 they are not impacted by the potential cell loss thereby leading to an increase in their apparent percent positive frequency. The customer complaint for increased cd19 positive b cells percentage was confirmed but it is related to the unintended consequences of their use of the hu cd43 bv605 reagent. The use of the reagent should be optimized by the customer in their panel design to minimize the loss of cd43 high expressing cells. Risk analysis: the reagent products produced from the bd biosciences san diego plant are labeled as research use only, which means that these products are not certified by the regulatory bodies for use within clinical settings and for diagnostic use. Additionally, bdb san diego manufacturing plant is certified and compliant to iso 9001:2015. Under this international standard a risk-based approach is required as part of risk analysis. Specifically, section 6.1.2 of iso 9001:2015 states that the organization shall plan actions to address risks and opportunities. Additionally, section a.4 provides clarification that no requirement for formal methods for risk management or documented risk management process is required. In other words, risk management file is not required per iso 9001:2015. Risk management methodology may not need to be a formal process fmea (pfmea). As a result, risk management file has not been maintained for the ruo reagent product which is part of this customer complaint. To comply with sop5011-18 rev 12 section 5.1.12 requirement, a risk analysis methodology customer complaint related to ruo reagent will be based on the risk ranking will be based on CPR-028a CAPA initiation determination (cid) form. The complaint severity is negligible (s1) as there is some customer dissatisfaction, but no impact to the quality system along with an occurrence ranking of improbable (o1) as this is the first customer to complain about seeing double d19 with cd43 in the panel when using cat. No. 563378 (hu cd43 bv605 bulk 1g10 ), with the complaint claim concluding to be not confirmed. Root cause: since cd43 can be expressed at extremely high levels on target cells this may lead to their loss if the hu cd43 bv605 reagent is not appropriately titrated in the context of a staining panel to minimize the cell loss. Since cd19 positive b cells express low levels of cd43 they are not impacted by the potential cell loss thereby leading to an increase in their percent positive frequency. Conclusion: based on the investigation result, the hu cd43 bv605, mn 563378 ln 0034866, stains cells correctly that express cd43 on their surface. The customer complaint for increased cd19 positive b cells percentage was confirmed and is most likely related to the unintended consequences of their use of the hu cd43 bv605 reagent. The use of the reagent should be optimized by the customer in their panel design to minimize the loss of cd43 high expressing cells. H3 other text : see h.10.

Event description:
It was reported that during use with bd horizon¿there was doubling of cd19 cells in patient samples. There was no patient impact as confirmation testing was performed with different antibody system. The following information was provided by the initial reporter, translated from polish to english: doubling of cd19 cells when cd43 antibody is in the panel. Verification of the cd19 cell sample was repeatedly checked with the tbnk kit. 1. What kind of samples were used and if they were intended for clinical diagnosis? Sample / material - peripheral blood; tests performed in hematooncological diagnostics (primary / follow-up diagnostics). 2. If so, was there any impact to the patient? The result could have resulted in an erroneous (overestimated) estimate of the percentage of pathological cells expressing the cd19 antigen (cll, mcl etc), both at baseline and during disease progression / remission monitoring. 3.was there any delay of treatment due to the issue? No; after noticing a discrepancy in the percentage of cd19 + cells between the test tubes with and without cd43 bv605 antibody, the tests were repeated with the changed panel of antibodies - cd43 bv605 antibody was removed from the test tube with the percentage of wbc pathological cells and transferred to another. 4. If patient samples were redrawn, was there any change or delay of treatment? Not applicable; repeat tests were performed on the same day as the primary test and from the same blood sample. 5. Was there any physical harm/injury to the patient due to the issue? No, because the test was repeated with a different antibody system.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd horizon¿there was doubling of cd19 cells in patient samples. There was no patient impact as confirmation testing was performed with different antibody system. The following information was provided by the initial reporter, translated from (B)(6) to english: doubling of cd19 cells when cd43 antibody is in the panel. Verification of the cd19 cell sample was repeatedly checked with the tbnk kit. What kind of samples were used and if they were intended for clinical diagnosis? Sample / material - peripheral blood; tests performed in hematooncological diagnostics (primary / follow-up diagnostics). If so, was there any impact to the patient? The result could have resulted in an erroneous (overestimated) estimate of the percentage of pathological cells expressing the cd19 antigen (cll, mcl etc), both at baseline and during disease progression / remission monitoring. Was there any delay of treatment due to the issue? No; after noticing a discrepancy in the percentage of cd19 + cells between the test tubes with and without cd43 bv605 antibody, the tests were repeated with the changed panel of antibodies - cd43 bv605 antibody was removed from the test tube with the percentage of wbc pathological cells and transferred to another. If patient samples were redrawn, was there any change or delay of treatment? Not applicable; repeat tests were performed on the same day as the primary test and from the same blood sample. Was there any physical harm/injury to the patient due to the issue? No, because the test was repeated with a different antibody system.